Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was noted that this patient had a medical history of hyperlipidemia, benign prostatic hyperplasia, premature ventricular contraction and gastroesophageal reflux disease. During a ventricular tachycardia case a cardiac tamponade was found during the ablation phase. The injury was discovered and confirmed using ultrasound and echocardiogram. The medical intervention provided was a pericardiocentesis in which 300cc of fluid was removed. The patient was reported to be in a stable condition at the time the complaint was reported. Additional information was received on the event. There was no transseptal puncture performed and no anticoagulation was used during the procedure. The last ablation was distal to right ventricular outflow tract cusp. The patient did not require extended hospitalization due to the event; the patient was discharged the next day. The physician¿s opinion on the cause of this adverse event is that it is procedure related. However, it is unknown what caused bleeding if it was the ablation or catheter movement. Settings during the event include: power control / during ablation 30-40 watts max / impedance 144-170 / impedance cutoff 250 / temperature cutoff 50 / irrigation at 30 cc. The power was not titrated during ablation it was either at 30, 35 or 40 watts. There were no error messages observed on biosense webster equipment during the procedure. A 10.5 x 12cm st. Jude medical and 8fr x 12cm st. Jude medical sheaths were used.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 system (model#m-4800-01 and serial# (B)(4)), stockert 70 system (model# m-5463-01 and serial# (B)(4)), cool flow pump (model# and serial# (B)(4)), soundstar catheter (model# m-5723-05 and lot# 1823925), short sheaths (st. Jude medical). (B)(4).